Manufacturer narrative:
This report is being filed under exemption (B)(4) by the MFR arjohuntleigh magog inc. On behalf of the importer arjohuntleigh inc. (B)(4)). Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
It was reported that an incident occurred in (B)(6) 2012 that lead to the patient's death. The nurses were getting him out of bed and into a chair using the ceiling lift and a seated sling. The patient developed a hematoma on his inner thigh, which was perhaps caused by the sling. A cascade of events followed, which unfortunately led to his death.